Event description:
It was reported that before an unknown surgery, open the package and noted that some staples protruding. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent 3/5/2025 d4 batch #150d17 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the left gripping surface broken making the reload nonfunctional. This condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. The reload had the proximal 9 drivers up without staples and the remaining drivers down with staples present. It had the swing tab in the unlocked position and the knife not completely within the doghouse. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. The swing tab in unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 150d17, and no non-conformances related to the reported complaint condition were identified. The lot#213d99 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.